Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion certified service technician performed bench testing on model lap top ventilator 1200. The ventilator passed 118 hour extended tests at customer¿s settings. The ventilator also passed the lap top ventilator final test which includes many ventilation and alarm functions. Internal inspection did not reveal any abnormalities with the ventilator. The event trace contains no unusual alarm types or incident counts. All event trace entries are consistent with normal ventilator operation. The unit passed all testing and met all carefusion manufacturer specifications.

Event description:
The customer reported a patient was found with a tracheostomy tube inserted upside down. The patient was connected to model lap top ventilator 1200 when reported issue was discovered. The customer stated that the ventilator was functioning properly and there is no allegation of ventilator malfunction. There is also no allegation of patient injury or harm associated with event.